Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with another plastic bag inside. No lot number was returned with the device. Only the handle, barrel, trigger cord, and three loose bands were returned. Our laboratory evaluation of the product said to be involved could not confirm the report based on the condition of the returned device, there were no bands remaining on the barrel and the trigger cord was wrapped around the handle in a post deployment state. There were three loose bands returned. There was a reddish brown substance present on the barrel. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots and was within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device could not confirm the report, the barrel was no longer attached to the trigger cord and no bands remained on the barrel. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. However, the additional information received indicates that an olympus electronic duodenoscope was being used in the procedure. The mbl-6-f device is designed to work with fujinon forward viewing scopes. The most likely cause of the reported issue is due to the user using a side viewing scope for the procedure. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that this device was used with an olympus electronic duodenoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unspecified ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the trigger cord is deployed but the [sixth] band could not [deploy]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.